Event description:
During cystoscopy and ureteral meatotomy one blade of scissor broke away. The scissors were removed. A guide wire was introduced and placed near the renal stone. Fluoroscopy was utilized for placement of wire and visualization of bladder and surrounding structures, no foreign body/material was noteddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - expected, expected wear/deterioration. Conclusion: device discarded - unable to follow-up, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service. The device was destroyed/disposed of.